Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Customer performed testing to confirm the reactivity of the e antigen. Satisfactory results wee observed. (B)(4).

Event description:
Customer reported no reactivity observed with a patient with anti-e. Patient's antibody screen was positive (1+). No erroneous results reported.